Event description:
--

Manufacturer narrative:
The lead was returned for analysis. This report will be updated when analysis is complete.

Manufacturer narrative:
This lead has not been returned for analysis. Should additional information become available, or if the lead is returned, this report will be updated.

Manufacturer narrative:
The lead was returned severed 146 mm from the terminal pin. Visual inspection noted webbing damage to the trilumen insulation 300 - 315 mm from the tip. Analysis confirmed the rs - conductor coil was fractured 315 mm from the tip. Due to the location and the type of damage exhibited and the information reported with the lead, it was concluded that the damage was likely caused by lead entrapment in the clavicle-first rib region.

Event description:
Boston scientific received information that this implantable defibrillation lead exhibited noise. A lead fracture was suspected and the lead was explanted. No adverse patient effects were reported.